Event description:
It was reported the patient was getting ¿shocked all the time¿. It was reported that the patient¿s implantable neurostimulator (ins) would not work for them unless they were lying on the couch. It was noted that the ins would ¿light them up pretty good¿.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead, product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).